Event description:
The inner shaft broke during insertion. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The articles had been produced according to the specifications. No malfunctions on the applicator outer shaft and the applicator know could be detected. The broken inner shaft examination of the related raw-material testing certificates show no deviations referring material analysis, strength and structural stability. The visual inspection of the fracture surface also shows nothing unusual. The exact cause for this damage could not be detected. The instruments have been produced according to the specifications. This complaint has been determined to be indeterminate. (B)(6).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found.